Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer miscalculated the carbohydrates consumed and delivered less insulin than needed. The customer experienced blood glucose (bg) levels ranging from 200 - 421 (mg/dl). To address the bg level, the customer delivered a correction bolus and a manual injection. Recommendation was made to consult with health care provider regarding diabetes management.